Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. A batch review was performed on the associated lot with no issues noted. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation. Complaint was not confirmed. Label review was performed and the review found the labeling adequate for the user error in the complaint. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor this product for adverse trends and will take corrective/preventive action as appropriate.

Event description:
During troubleshooting, the hp stated that the two (2) drain line extensions are a week old. The technical service representative (tsr) advised the hp to change out the extensions and press go. On (B)(6) 2011, product surveillance spoke with the hp who confirmed that he used the drain line extensions for two weeks. The hp confirmed he has been advised to change the drain line extensions everyday and to inform his nurse he was reusing the extension lines. The hp advised that he was able to resume therapy successfully with new supplies and that he was doing very well on therapy. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.